Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance during the fill process and a leaking cartridge. Customer's blood glucose level ranged between 337-339 mg/dl. A new cartridge was successfully filled to address the issue.